Event description:
The pt was implanted with the left ventricular assist device in 1999 on 10/13/99, MFR field svc personnel were contacted to repair a tear in the silastic tubing of the percutaneous driveline. The tear in the percutaneous lead silastic tubing did not have any effect on left ventricular assist device performance since the left ventricular assist device was being driven electrially. MFR field svc personnel were dispatched to the hosp to provide assistance.